Event description:
On (B)(6) 2013, during a procedure the device broke. It was reported the surgeon used the instrument in the prescribed fashion and while hitting the device into the patient with a mallet, it broke inside the handle. The piece that broke off was the very tip of the implant trial shaft where it locks into the handle. The piece that broke off could have easily fallen into the patient or onto the floor.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.